Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implanted using an unknown sized flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). A paravalvular leak was noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 28mm, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
An event of perivalvular leak were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported pvl could not be determined. It is possible that procedural conditions (implant technics), could contributed to this event. However, this cannot be confirmed. The reported patient effect of aortic valve insufficiency/ regurgitation cannot be determined. The reported unexpected medical intervention was result of case specific circumstances, as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implanted using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 28mm, unknown balloon. During the procedure, the valve was able to be implanted successfully at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). Moderate paravalvular leak was noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 28mm, non-abbott balloon. Mild pvl was noted. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The patient was discharged.